Manufacturer narrative:
Pms/510k: this part is not approved for use in the united states; however a like device catalog # c01b, 510k # k041584, UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via opus one study that patient underwent cementoplasty surgery due to unknown reason. Intra-op, cement extravasation occurred at the inferior disk space. It was not extruded and it was not clinically significant. No patient complications were reported during this event.